Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-10094), a solyx sis system (MFR report #3005099803-2013-10093) and a xenform tissue repair matrix were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The physician reported is dr. (B)(6) but no contact information was found. The hospital reported was (B)(6).